Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with their enteral feeding pump. Upon triage on (B)(6) 2017 the service technician found that the unit failed to alarm at start up.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of no audible alarm. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a CAPA has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.